Manufacturer narrative:
D9: return date for system control unit = 2026-05-06. Return date for power cord = 2026-05-08. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820 system control unit, serial/lot #: (B)(6), product ID: 9735943 power cable, serial/lot #: (B)(6), h3, h6: multiple fdd/annex a codes were reported. A13 was coded for attempting to calibrate the navigation system with the imaging system. A0709 was coded for navigation system was unable to see the active cranial reference frame. A12 was coded for system control unit connection failure. The power cable was returned for evaluation. Analysis found physical damage. The returned power cable was found to have a torn cable with exposed wires. Despite the damage the cable passed a continuity test. Codes b01, c0204 and d02 are applicable. The system control unit (scu) was returned for evaluation. Analysis found an electrical failure. The returned scu would not power up on the test bench. Codes b01, c02 and d02 are applicable. Img code g02026 applies to the power cable, and g04035 applies to the system control unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while attempting to calibrate the navigation system with the imaging system, the clinical specialist (cs) found that the navigation system was unable to see the active cranial reference frame. But the camera was able to see the trackers on the imaging system. The cs tried connecting the tracker to all three ports to try to resolve the issue, but the camera could never see the tracker. New install. Troubleshooting was performed, technical services (ts) had the cs check the camera lights, and the cs noticed the camera had an orange light on it. Ts had the cs check network device interface (ndi) toolbox, and the cs found that the system was reporting an system control unit (scu) connection failure. Ts had the cs open the back and side panels of the navigation system. The cs noticed the scu had no lights illuminated where the power and ethernet cord were connected. The cs followed the power cord to port v4 on the ups and found that the power light on v4 was also not illuminated, but all other ports were lit. The site did not have another navigation system to troubleshoot with. Ts believed the lack of a light on v4 means the system was having issues with the uninterruptable power supply ( ups). There was no patient involvement. Additional troubleshooting information was received. It was reported that after the clinical consultant (cc) replaced the ups and scu power cable, this did not resolve the issue. On the new ups, the v4 light was not illuminated and the scu was still not receiving power. Cc also found that the ups had a flashing red error light. The rest of the carts powered on as expected. Cc plugged system into another outlet, issue persisted. While the ups did display a fault light, ts does not believe the ups was at fault, as both the original and new ups did not have their v4 light illuminated. Ts believed it far more likely that the internal or external power cable was shorting somehow. Given that the system was recently installed, it's not out of the question that one was damaged during installation. Ts to send internal and external power cable, as well as a new ups as a backup. Ts advised to keep new ups in box and to only replace the power cable to see if a resolution was reached. The cs received the replacement internal and external power cables, but the issue persisted. It was reported that the clinical specialist (cs) disconnected v2 through v4, system booted with all green leds illuminated. -connected v2 and v3, system booted with all green leds illuminated. -disconnected scu power from scu side and plugged v4 back in, system booted with all green leds illuminated. -connected scu power on scu side, and all leds illuminated except for v4. In conclusion: fault with scu is causing the ups v4 led to not illuminate or receive power from the ups.